Event description:
Implant date: 1993. During the implant surgery a vein was cut by an undisclosed object and pt had extensive bleeding. Revision surgery in 1993 to remove screws that were "loose". At this time a pseudoarthrosis was found. Revision surgery in 1994 to replace device at which time hardware was found to be "loose" and there was a pseudoarthrosis. Explanted in 1995.